Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a failed battery test from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high blood glucose with a manual injection. The customer stated that she was changing her set and the battery was low, and she received a failed battery test. The customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.